Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection indicated the lead insulation was damaged due to electro-cautery, and the lead was bent, this damage was consistent with handling. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported low pacing impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pacing impedances, measuring less than 200 ohms. Subsequently, a revision procedure was performed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.